Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would turn on and off by itself, even when plugged in unit wont turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/21/2019 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would turn on and off by itself, even when plugged in unit wont turn on. There was no patient involvement.